Event description:
Customer states that pump set to 30 ml and pumps around 40 ml. Rate and dose are 200 ml/hr and 30 ml.

Manufacturer narrative:
Investigation found that pump was tested for accuracy several times, using water. Pump delivered amount within specification (specification is (B)(4)). Complaint could not be confirmed.